Manufacturer narrative:
The technician found a screw broken off from the brake shaft. He replaced the screw to repair the stretcher.

Event description:
Information received indicates the brake is not holding. When the pedal is placed into the brake position the brake casters still move.